Event description:
A site rep reported the accuracy of the system degraded during an ent case. The site rep believed the sys was initially accurate after registering with tracer, but reported that as the case progressed, the surgeon alleged he was 8mm off to the left when touching the pt's nose. The site rep did not believe anything had changed with the set-up, or that the head frame had shifted, further stating that the emitter was positioned about 1 o'clock on the pt. The site rep was unsure of the height as she was not in the room and was not aware of what the interference values were for the pt tracker or navigation probe. After they went back and re-registered the pt, the case proceeded as planned. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info unavailable at time of this report. RMA issued for filed generator and 4 port axiem system. Software investigation in progress. Per return of field generator, eval showed they tested the top 2 ports and they passed with a max error of 2.221mm and the bottom 2 ports passed with an error of 2.073mm, no issues were observed. Not able to duplicate the issue. Per eval of the 4 port axiem system, same results as above.